Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 80(the control processor failed to detect a simulated water temperature fault). Advised device should be turned off/on and resume current patient. If the alarm persists device will need to get to biomed.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Advised device should be turned off/on and resume current patient. If the alarm persists device will need to get biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 80 (the control processor failed to detect a simulated water temperature fault). Advised device should be turned off/on and resume current patient. If the alarm persists device will need to get biomed.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. Correction: b. The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Advised device should be turned off/on and resume current patient. If the alarm persists device will need to get to biomed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting non-recoverable alarm 80(the control processor failed to detect a simulated water temperature fault). Advised device should be turned off/on and resume current patient. If the alarm persists device will need to get to biomed. Per follow up information received via phone on 24jan2025, it was reported the nurse followed the advice during the technical support call to turn off the device and turn it back on. No other issues were reported. The patient completed therapy on the original device. No patient impact was reported. Device was currently in working order and ready to use.